Event description:
It was reported that when using the bd pyxis¿ es refrigerator the internal battery in the fridge connected to the station had failed. The user reported that an error message appeared on the screen, which prevented the nurses from opening the fridge to retrieve medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the error was cleared and device functioned as designed. Then the fse reviewed system logs and verified replacement battery is needed. The fse confirmed that the issue was resolved by rebooting the system. Further the fse confirmed that the root cause battery kit will be completed once received. The system functioned as intended after the field service engineer investigated the issue.